Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set fell off events from (B)(6) 2024. The infusion set was in use for 24 hours for the issue occurred on (B)(6) 2024 and for the other two were in use for a day or two. The glucose level was high (specific value was unknown). Relevant treatment received for high blood glucose included correction bolus via pump. No further information available.